Event description:
The customer reported that when the pod was first applied, his bg levels were "on target"; his levels however, had escalated to "over 500 mg/dl." The pod was removed - it was noticed at this point that the site was infected. Specific details about the skin condition were not provided; his method of treatment for the infection is unk. The pod was discarded and will therefore not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. It is unk what method of treatment the customer sought for the infection. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.